Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s father reported customer¿s adc freestyle libre sensor produced a ¿replace sensor¿ message after four days of wear. Caller further reported that on (B)(6) 2018 at approximately 8:00 pm, after noticing the message, customer¿s nanny administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. Labeled for single use has been corrected from initial reporting.

Event description:
Customer¿s father reported customer¿s adc freestyle libre sensor produced a ¿replace sensor¿ message after four days of wear. Caller further reported that on (B)(6) 2018 at approximately 8:00 pm, after noticing the message, customer¿s nanny administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.